Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was exhibiting misaligned markers on an atrial fibrillation electrogram. The misaligned markers appear to be related to a temporary device firmware process delay that occurred during an attempt to connect to latitude. The s-ICD continues to remain in service and there were no adverse patient effects reported.